Event description:
Information was received from a healthcare provider and a manufacturer representative regarding a patient receiving gablofen (1000mcg/ml at 198.5mcg/day) via an implantable pump. The indication for use was intractable spasticity. It was reported that the caller, a nurse, stated that the patient had a routine pump replacement yesterday and last night the patient complained of intrathecal baclofen withdrawal symptoms. The caller stated they saw the patient today (B)(6) 2023 and checked the pump status and logs. The caller stated that the programming was accurate and there were no alarm logs. The manufacturer's technical services specialist (tss) discussed the replacement procedure and the caller was not sure on the actual steps. Tss discussed contacting the surgeon and manufacturer representative to confirm this medical history. Tss discussed cap aspiration and providing a therapeutic bolus. A manufacturer representative (rep) then called in and stated they contacted the caller and discussed the case with them. The caller stated a back table prime was done, and then the physician disconnected the catheter from the old pump and it dripped, and then connected the catheter to the new pump. The caller stated no prime was done to the total catheter volume. Tss discussed concerns with the catheter being empty of drug and a delay in drug delivery.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog serial# unknown. Product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Coding has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative (rep) reported that the healthcare provider disconnected the old pump and watched for the bevel to fill the catheter before connecting to the new pump. A small amount of drug may had been lost during this process causing a short period of withdrawal symptoms. The rep assumed that the withdrawal symptoms had subsided.